Event description:
59 yr old woman with medical history of open heart surgery using aortic homograft on 1/15/87 died later due to aplastic anemia of unk etiology. Anemia presented with subsequent intracranial hemorrhage with right hemiparesis and subsequent death. Etiology possibly related to tonal cardioplegia or autoimmune aplasia. Site is uncertain of relation of event to homograft.